Manufacturer narrative:
One medfusion pump was returned with the lower left front corner of the top case and battery door cracked. The event history log was reviewed and there was a "motor rate" error. An occlusion test was performed an the motor rate error was unable to be duplicated. The main board was found misaligned which caused the motor rate error intermittently. The misalignment appears to have been cause by the customer's impact to the pump. The main board was realigned to resolve the issue. The leadscrew and clutch halves were replaced as preventive measures (clutches were found slipping).

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor rate error. There was no patient involvement.